Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es pulhbhupx1 drawer failed. The customer had attempted multiple times to recover storage space, reboot the device, and reset the drawer connection. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es pulhbhupx1 drawer failed. The customer had attempted multiple times to recover storage space, reboot the device, and reset the drawer connection. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer (fse) identified an additional data cable incorrectly connected to the communication sled and removed it. The station was rebooted and tested successfully. Usb and firewall settings were also checked and found to be functioning properly. The system functioned as intended after field service engineer repaired the issue.